Manufacturer narrative:
An internal investigation was performed following notification from a customer in france of a leak observed when using the emag® instrument (ref. 418591, serial number: (B)(6) ). Immediate actions done all the quick connectors affected by the issue were replaced with the previously created spare part (emag fittings kit s/n 6206454). Furthermore, the area around the connectors and the instrument was cleared by removing the crystals and wiping the spilled reagents. Investigation the probable main root causes of the present issues could be the accumulation of crystals generated by microscopic air infiltration around the sealing o-ring leading to reagent leakage together with components aging. The reagent leaked from at least one of the four quick connectors below the process lane and to the outside of the instrument. After verifying the service orders of the impacted serial numbers, we found that the connectors on all the emags were never replaced since installation. As a consequence, crystals accumulation over time may have led to the leakage onset. Conclusion the replacement of the quick connectors during the preventive maintenance, in case of leakage or initial crystallization, is sufficient to mitigate the risk. As a consequence, the preventive maintenance (pm) checklist is being modified to include an additional action to check for crystallization around these connectors and replace them in case any minor leakage is detected upon pm execution.

Event description:
On (B)(6) 2021, a customer in (B)(6) notified biomérieux of a leaking issue from the emag® (ref. (B)(4), serial number: (B)(4)). Indeed, the customers noticed that the boxes located under the emag were soggy, as well liquid on some associated equipment (keyboard, the whole cart and argene solution pc). The customer shut down the emag. The field specialist engineer dispatched by biomérieux found that the leak came from buffer 2 and 3 distribution circuit. Cleaning and a connection change were performed. The instrument is now working properly. The buffer 2 is the guanidine salt which is very corrosive. The customer did not report any harm or known exposure to the instrument operator(s). A biomérieux internal investigation has been initiated.